Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 3.75 x 10mm (item # oss310) was returned for investigation along with the mount. Visual inspection of the returned product identified no evidence of fracture, contrary to the reported event. The reported device was located on tooth # 20 and was used for approximately 8 years. Pictures or x-ray images were not provided. A device history review (DHR) and complaint history review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (item # oss310) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the implant fracture during chewing. The reported complaint is un-confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported implant fractured at tooth site 35 and was removed. A new implant would be placed in 6 months.